Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously incorrectly reported an issue with the power supply occurred. The manufacturer confirms an issue with the system board was observed. The manufacturer previously reported a failure of the system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to a program corruption of u1.